Event description:
In 2002 several channels were switched off. An adjustment with extended pulse durations was tried in 2003. A low hearing level was obtained without facial nerve stimulation. A further adjustment with extended pulse durations was tried in may-june 2003, but without success. Relatively high mcl values have now been used, but there was no sound. When the mcl values were raised further, a low level of sound was heard, however at the same time there was a stimulation of the facial nerve.